Event description:
Oral-b electric toothbrush head seems to keep coming off...can't click into place anymore/metal element exposed...metal piece had become dislodged [device breakage]. Case narrative: female consumer via e-mail stated that her oral-b electric toothbrush head seemed to keep coming off the oral-b toothbrush. She could not click it into place anymore. No injury was reported. On 02-jan-2025, follow up via e-mail: the consumer reported that the metal element on the oral-b toothbrush, type 3765, was exposed and had become dislodged. No injury was reported. On 23-jan-2025, case update: the suspect product lot was bc001222351. No injury was reported. On 11-feb-2025, case update from information initially received on 23-jan-2025: the concomitant product was oral-b power oral care refills flexisoft. No injury was reported.

Manufacturer narrative:
On 10-mar-2025, product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Oral-b electric toothbrush head seems to keep coming off...can't click into place anymore/metal element exposed. Metal piece had become dislodged [device breakage] . Case narrative: female consumer via e-mail stated that her oral-b electric toothbrush head seemed to keep coming off the oral-b toothbrush. She could not click it into place anymore. No injury was reported. 02-jan-2025 follow up via e-mail: the consumer reported that the metal element on the oral-b toothbrush, type 3765, was exposed and had become dislodged. No injury was reported.